Event description:
Healthcare professional reported later "capsular contracture was confirmed, baker grade unknown, no rupture". This record is for the left-side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h.6.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade unknown device evaluation: based on the product analysis performed, the assessments of the complaints are: additional, changed, and/or corrected data: b5, b6, d9, e1, h3, h6, h11

Event description:
Healthcare professional reported left side "rupture and capsular contracture, baker grade unknown". Healthcare professional later confirmed left side was not ruptured. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown

Event description:
Healthcare professional reported "rupture and capsular contractures, baker grade unknown", ruptures were confirmed via MRI. This record is for the left-side. Device remains implanted.